Manufacturer narrative:
Occupation: pharmacist manager, block-sterilization division, endoscopy-pharmacy. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to the start of a ureteroscopy, a hair was discovered inside the sterile packaging of a flexor parallel ureteral access sheath and dilators. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, prior to the start of a ureteroscopy, a hair was discovered inside the sterile packaging of a flexor parallel ureteral access sheath and dilators. Another same-type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. One unopened device was returned for investigation. No hair was noted while inspecting the unopened device. The device was carefully opened for closer examination, and no foreign matter of any kind discovered. A document-based investigation evaluation was performed. No related non-conformances were recorded. One additional complaint was reported for this product lot for an unrelated failure mode. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿do not use the device if there is any doubt as to whether the product is sterile.¿ based on the available information, cook has concluded that the cause of this event was manufacturing related. The employee who inspected the product has completed defect awareness training. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.